Event description:
During circuit (tubing) removal it was noted that blood had flowed back through the pt circuit and accumulated in the pt manifold located inside the ventilator. Internal components are inaccessible for operator cleaning.